Event description:
Routine complaint investigation when a consumer reports receiving a high reading of 156 mg/dl within a ten minute time frame on the precision pcx blood glucose meter compared against a laboratory value of 33 mg/dl. The results when plotted on to a parkes error grid fell into the "d" zone which is considered clinically significant. There was no report of death, serious injury or mistreatment associated with this event.